Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the blue/brown power wires coming from left side of fuse holder are both loose and can be pulled out freely. The complaint could not be duplicated during functional testing. Most probable cause is the loose power wires coming from the fuse holders, due to not being tightened securely. What caused the loose wires was not able to be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the power wires inserted into (left side) fuse holder. Replaced o-rings and fanguard for preventative maintenance. Device passed all functional testing after the completed repairs.

Event description:
Additional information was requested; however, no further specific details on the patient or adverse effects were received.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shuts off during treatment. They also noticed shut off when they bump the device. Adverse effects have not been reported.